Manufacturer narrative:
The cryoprobe was evaluated by erbe USA on 2026-02-05. The visual examination revealed that there was a slit or cut in the white tubing approximately 32mm long and located 104.4cm from the distal end of the white tubing. Then at the direction of the manufacturer, erbe elektromedizin gmbh (erbe germany), the cryoprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found to be insufficient. The high-pressure tubing was also pushed out of the connector, and the blue o-ring was still present. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings. Erbe USA, inc. Is closing the file on this event.

Event description:
It was reported that an incident occurred with a flexible cryoprobe during pre-testing. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided). No other information was provided regarding any other accessory employed during the incident or the unit's settings. Per the account, as soon as they stepped on the pedal of the cryosurgical uni's footswitch, the cryoprobe "exploded" and it was extremely loud (note: the cryoprobe had not been passed down the channel of a scope.). There was no report of any injury to the staff or patient.